Event description:
It was reported that the right atrial lead had declining impedance and the impedance was then low. Noise was seen on the electrogram (egm). It was also reported that the right ventricular lead had low impedance and oversensing was see on the egm. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.